Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set got leaked from tubing which results into the replacement of device. It has been used for 2 days. No further information available.